Event description:
Received a report indicating customer experienced an overinfusion on a this pump. The medwatch indicates that the pt was receiving 5fu infusion over medwatch indicates that the pt was receiving 5fu infusion over 22 hours. Bag empited 3 hours early including 35ml of overfill. Also pump would work fine until pt would place pump in fanny pack. Pump would then alarm "air in line". No pt injury has been reported at this time.